Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to fill reservoir and nurse was not able to either. Customer's blood glucose was 50 mg/dl, which was treated with food. Customer received assistance and was advised to return reservoirs.